Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010032, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010032. The count of complaint is 3 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010032 was manufactured according to the work instruction (wi) version 82 and manufactured in the m12 on 29-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is require for malfunction code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 900 mg/dl at the time of event and the patient got treated with intravenous insulin and fluids. The length of hospitalization was greater than 24 hours. No further information available.